Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope image was dark when plugged into the console. The issue occurred during an unspecified procedure and was completed with an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cracked objective lens, dents and scratches on outer tube and loose light guide adapter. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the dark circle on image is due to cracked objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.